Event description:
It was reported that the insulin pump had a cracked case and a loose drive support cap. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. However, cracked end cap was noted during visual inspection. Cracked battery tube threads and cracked case near display window corners also noted.